Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's mg/dl. Low bg cause was not known. The customer declined to perform further troubleshooting with tandem technical support.